Manufacturer narrative:
(B)(4). Evaluation of the returned device found the vessel locator wings to be bent and one was detached from the distal retaining ring, but remained securely attached within the locator. The condition of the device suggested that the locator wings were damaged during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. The safety release button was found to be dislocated due to an attempt to retract the locator wings to remove the device; however, the access ports were not activated. As per the instructions for use, after clip deployment the access ports are to be used to release the locking mechanism on the thumb advancer before the safety release button is to be used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment and upon device removal, the device was stuck. The access ports were used to successfully remove the device. The clip achieved hemostasis with 2-3 minutes of manual compression. After removal from the anatomy, a prong was noted to be sticking out of the distal end of the device. There was no adverse patient sequela. Though requested, no additional information was provided.